Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 3-4 weeks ago, they started peeing irregularly again and getting the beginnings of a uti, which they'd never had a uti with the interstim before. The patient stated they started drinking a lot of water and thought it would go away but it got worse and worse. Their daughter would typically take them to the doctor but she was out of town so the patient stated they just kept waiting and waiting and finally it got really bad that a week ago it got so bad that they were shaking and they didn't have any pain medication. The patient stated the pain got so bad they were shaking and they hadn't been able to think correctly. They called their healthcare provider (hcp) office about the issue and the hcp said they could go to the hcp office and they would run a test and that test would take 48 hours and then the patient could get medication or the patient could go to the ER and they'd give the patient medication right away so they went to the ER and they were given medication. Patient stated that was 2 days ago and the medication was starting to work but they still kept peeing irregularly, which was why they got the interstim in the first place. The patient wanted to know if they should adjust their stimulation or what they should do with it. Patient services reviewed the role of patient services with the patient and said if the patient needed to make a change once they spoke with their hcp, patient services could help the patient do so but redirected the patient to follow up with their managing health care provider to discuss their symptom concerns and programming options. The patient stated that they had called their healthcare provider this morning and told them in a video message what had happened and they told the healthcare provider they were on the meds and had another day with them and told patient services that they were waiting for a call back from the hcp. Patient stated there was an ice storm where they were right now so they couldn't go to the hcp office today and the hcp wasn't in the office on fridays so they wouldn't be able to go see the hcp then until monday ((B)(6) 2025). Patient stated they would wait to hear from the hcp/ get in touch with the hcp today to decide what to do and stated they would call back if they needed assistance making a change to their settings. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.